Event description:
It was reported that the customer noted inconsistencies in the amount of fluid they visually see with what the pump displayed as the vtbi. The customer was infusing an investigational research drug xmab808 from a 30ml bd branded syringe. The customer infused 24ml over 2 hours. The customer was unable to identify the exact pump and channel that was used. The syringe and tubing was discarded after use into a chemotherapy bin. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Investigation summary: the report of a syringe volume discrepancy was not confirmed. No suspect or concomitant devices were returned for this investigation. ¿ a conclusion could not be reached from the received photos only. ¿ laboratory testing could not be performed as no devices were returned for investigation. ¿ the facility did not provide logs for any device ¿ alaris 8110 syringe module directions for use states. O before loading the syringe, check it for damage or defects. O ensure syringe barrel, flange, and plunger are installed and secured correctly. Failure to install syringe correctly can result in uncontrolled fluid flow to the patient and may cause serious injury or death. O before loading or unloading the syringe, always turn off fluid flow to the patient, using the tubing clamp or stopcock. Uncontrolled fluid flow can occur when the administration set is not clamped or turned off and may cause serious injury or death. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the syringe volume discrepancy report was not determined. No suspect or concomitant devices were returned for this investigation.

Event description:
It was reported that the customer noted inconsistencies in the amount of fluid they visually see with what the pump displayed as the vtbi. The customer was infusing an investigational research drug xmab808 from a 30ml bd branded syringe. The customer infused 24ml over 2 hours. The customer was unable to identify the exact pump and channel that was used. The syringe and tubing was discarded after use into a chemotherapy bin. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.